Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6)-year-old, female patient who was receiving an unknown drug via an implantable pump for spinal pain. In (B)(6) 2015, the patient's pump was alarming and she never heard it. "She was informed that her implanted morphine pump delivery system supposedly has an alarm when it runs out of medicine, but she is unable to hear it go off." The patient wanted to know how to turn up the alarm so it was audible for her to hear. Additional information has been requested regarding the drug information, the cause of the event, symptoms and steps taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the pump had not run out of morphine, but the low level alarm (which was inaudible) was found at the pain management office. It was noted that a 25% reduction had been made for a brief period and then reinstituted 100% again. The patient had missed an appointment, where the patient received an urgent message that the alarm sounded.